Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers : h11a08032 and h11b26115 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis with (B)(6) in a patient (age unreported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment information was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Upon a follow-up call to the patient's nurse, the nurse reported that the patient did not have peritonitis. The nurse declined further information. Concomitant medications were not reported. An opinion of causality was not provided.